Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated its operating system, which closed the app. The reported event of an error message is reportable based on the finding of an app crash. No injury or medical intervention was reported.